Event description:
It was reported that during testing an ever increasing number of electrode channels were showing high impedance.

Manufacturer narrative:
The device has been explanted and has been returned to where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.